Event description:
Literature: salazar ml, eiland ls. Intrathecal baclofen withdrawal resembling serotonin syndrome in an adolescent boy with cerebral palsy. Pediatr emerg care. 2008;24(10):691-693. The purpose of this case report is to report a case of itb withdrawal secondary to low residual volume in the pump reservoir, and resembling serotonin syndrome in an adolescent with cerebral palsy. It was reported that the patient had undergone pump tubing replacement. See manufacturer report number: 2182207200902239.

Manufacturer narrative:
See scanned pages.